Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, type 2 endoleak. Evaluation, conclusions: type 2 endoleak.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. It was reported that the patient who had an aneurx evar with an increasing aneurysm sac. The aneurysm at implant was 5 cm and now is 5.5 cm in diameter. The aortic neck is 18-20 mm in diameter. A recent CT was not optimal due to the oral contrast. The CT from one year ago 3d images looks like there is an endoleak between the aortic cuff and main component. Imaging was done last week and the patient was found to have a lumbar to ima type 2 endoleak. No further intervention was performed. No additional clinical sequelae were reported and the patient is fine. (MFR. Report# 2953200-2011-01046).